Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 469 mg/dl. The customer was declined to troubleshooting for high blood glucose level. The customer's husband was reported that the insulin pump had no delivery alarm. The customer was assisted with troubleshooting. The customer was advised to change the entire infusion set. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.